Event description:
New information received states the recommended programming changes were made to resolve the issue. The patient did not receive any inappropriate shocks.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic follow-up, non-sustained oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were recommended. The patient is scheduled for a follow-up. No further action has been taken. The patient condition is good.